Manufacturer narrative:
This follow up is being submitted to include d8 and h6 information previously submitted using the h10 section in their respective fields.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. During troubleshooting of the architect c4000, sn (B)(4), the field service representative found no evidence of any fire/charred component, however, the power supply, scc (part number 7-206072-03) was determined to be the likely cause for the customer issue as the part smelled of smoke. The power supply, scc was replaced to resolve the issue and the module function was verified with a control/precision run. A review of the service history for the architect c4000, sn (B)(4), was performed and revealed no additional issues of smoke or smell of smoke from a part reported on the (B)(4). A review of tracking and trending for the architect c4000 analyzer and the power supply, scc did not identify any trends in regard to the customer issue. Manufacturing documentation was reviewed and no issues were identified. The 2021 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The smoke and smell of smoke observed was limited to power supply, scc (part number 7-206072-03); the smoke and smell of smoke did not spread to other parts of the module. Additionally, labeling was also reviewed and found to contain adequate information for troubleshooting the observed issue which includes information on the removal and replacement of the part. Based on the information within the complaint record, no systemic issue or product deficiency was identified for the power supply scc or the architect c4000 analyzer.

Event description:
The customer reported observing smoke come out of the architect c4000 analyzer, sn (B)(4). The customer tried to investigate and reported a ¿pop¿ noise was heard and observed more smoke. The customer then unplugged the instrument from the power supply. There was no reported injury or impact to user safety.